Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to undersensing and low pacing impedance measurements of 200 ohms. The cause of these issues was unknown. No additional adverse patient effects were reported.